Event description:
Facility notified to gambro renal products territory manager, during his visit to this clinic that they had been doing an anemic study and had noted that they had a few patients that had experienced a drop in hemoglobin. Since the clinic had received gambros advistory letter regarding hemolysis, the facility decided to tests the patients haptoglobin levels. Three patients were noted to have a haptoglobin report which made the facility feel that hemolysis my have occurred at some point. Three patients had a noted decrease in hemoglobin to 10 g/dl in 2005 timeframe.